Event description:
Per consumer, spoke with (B)(4) in tech services ext. 7(B)(4) to advise he has a pronto chair that will not move forward. Consumer advised the chair will move all other directions but forward. Consumer hung up while on hold to be transferred to cscs department. No additional information obtained.